Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to an ongoing driveline infection. The infection type was noted to be methicillin-resistant staphylococcus aureus and candida albicans. The patient expired due to uncontrolled sepsis and multisystem organ failure on (B)(6) 2021. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Infection was previously reported in MFR# 2916596-2021-01009. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was hospitalized with chronic infection and active antibiotic therapy combined with vacuum-assisted closure (vac) therapy. The laboratory and clinical were worsening with the patient condition under sepsis development. The log file noted multiple power and flow elevations beginning on (B)(6) 2021. These elevations appeared to correlate with displacement of the rotor.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, sepsis, and multi-organ failure and a direct correlation to the evaluation of heartmate 3 lvas, serial number: (B)(6), could not be conclusively established through this investigation. The submitted log files captured events consistent with something passing through the pump; however, thrombus could not be confirmed as no images were submitted and the device was not returned for evaluation. The controller event log file contained data from on (B)(6) 2021 20:58:35 through on (B)(6) 2021 05:59:33. Several power and flow elevations were captured throughout the log file. Power and flow reached as high as 5.5 watts and 10.9 lpm on (B)(6) 2021, respectively. These events were accompanied by rotor displacement and magnetic centering lvad faults and are consistent with something contacting the rotor or passing through the pump during operation. No other atypical events were captured. The lvad event log file contained data from on (B)(6) 2021 10:09:36 through on (B)(6) 2021 05:59:35. Mc_ctrl and rot_displ faults were captured intermittently on (B)(6) 2021, consistent with something contacting the rotor or passing through the pump during operation. Rotor displacement elevated from around 70 um to as high as 256 um during these events. Rotor noise also rose from 16 um to 60um. Elevated flows were also captured, reaching as high as 11.1 lpm on (B)(6) 2021. No other atypical events were captured. The lvad and controller periodic log files captured the pump operating as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19apr2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists various forms of infection, organ failure, sepsis, possible pump thrombosis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.